Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in hospital with peritonitis. Additional information was obtained through follow-up with a pdrn at the patient¿s pd clinic. The patient reportedly had a history of being a difficult patient with refusal to stay in the hospital when admitted and refusing to complete antibiotic treatments when prescribed. The patient was initially sent to the emergency room (ER) on (B)(6) 2026 due to suspected peritonitis. No symptoms were provided. The patient had pd cultures obtained. The patient was diagnosed with peritonitis. The patient was admitted to the hospital but then checked out the same day against medical advice (ama). On (B)(6) 2026 the patient went back to the hospital and was admitted again. The doctor¿s note stated the patient was refusing all treatment in the hospital. The pd culture from the (B)(6) 2026 returned positive on (B)(6) 2026 for streptococcus salivarius. The patient once again checked out ama on (B)(6) 2026. The patient was readmitted on (B)(6) 2026 but checked out ama on that same day. On (B)(6) 2026 the clinic called the patient¿s home. The wife stated the patient cannot come to the phone. The patient had fallen due to low blood pressure (bp). It could not be confirmed if this occurred during treatment. The wife stated the patient was fine. On (B)(6) 2026 another call was placed to the patient¿s home as the patient was scheduled to come in for a vanco trough. The patient refused to come into the clinic. The pdrn suggested the patient go to the ER to get checked due to the fall the previous day. It was also discussed that the patient might enter hospice, but the patient refused. On (B)(6) 2026 the clinic manager (cm) made a home visit to the patient¿s house after a call from the patient¿s wife. The wife stated the patient needs medical attention and will not go to the ER. The cm called 911 and the patient was transported to the hospital. The last note in the patient¿s record was (B)(6) 2026 that states the patient is unable to attend a doctor appointment. The pdrn is unsure if the patient remains hospitalized. No additional information was obtained. It is unknown if the patient remains hospitalized. It is unknown if the patient followed the antibiotic regimen. The cause of the peritonitis was not provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the liberty select cycler and liberty cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture resulted positive for streptococcus salivarius. This suggests a breach in aseptic technique as this bacterium colonizes in the oral cavity of humans. ¿infections are likely attributable to hematogenous spread from dental procedures or transluminal contamination with oral flora.¿ all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The reported fall was not confirmed to occur during a dialysis treatment. There were no reported injuries as a result of the fall. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.